Manufacturer narrative:
This event is being re-submitted as the original medwatch 3500a form (3010805634-2018-00005) was not properly submitted on 12/21/2018 through the electronic submission gateway (esg) portal. Original narrative dated 12/21/2018: due to lack of information, this event is not currently assessable. No additional actions required at this time.

Event description:
Patient developed higher grade aortic insufficiency and prolapse in the area of rcc. Cardiocel patch was stripped requiring a reoperation (avr).